Manufacturer narrative:
(B)(4). A maquet field service engineer (fse) investigated the compressor mini on-site and found blown fuses and excessive dust in the device. The fuses were replaced and fuse holder cleaned. The compressor successfully passed the tests and was returned to service. Earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the mains inlet. Evaluation of the received log files shows that preventive maintenance was performed according to recommendation. The true cause of why the fuses blew in this case has not been determined. (B)(4).

Event description:
It was reported that the compressor mini kept turning on and off. There was no patient involvement. (B)(4).